Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system (lot: 9177996). Pre-dilatation was performed with a 22mm balloon. The valve was implanted at a depth of 5mm on both cusps with one recapture performed. On (B)(6) 2024, an echocardiogram revealed a thrombus-like object near the right coronary cusp (rcc) of the valve. A computerized tomagraphy (CT) scan was performed which confirmed the thrombus. The rcc cusp of the valve appears slightly difficult to open, but no aortic regurgitation was observed. The patient was reported to be stable. Thrombolysis with anticoagulants was performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of patient device interaction problem (thrombus), incomplete coaptation, and thrombus was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported patient device interaction problem (thrombus) and thrombus could not be conclusively determined. The reported incomplete coaptation appears to be a cascading event of the thrombus. The reported hospitalization and unexpected medical intervention are the results of case specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.